Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to their device beeping. An interrogation showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counters (sic) and high rate non-sustained episodes. Lead failure predictor episodes of unstable pacing impedance and t-wave oversensing were also noted. The patient indicated that they had used a riding lawnmower earlier in the week that the high rate episodes were recorded. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.